Manufacturer narrative:
Missed to attach device evaluation summary.

Manufacturer narrative:
The reported incident occurred as a result of a user error. The hcp recognized that the system had problems during the previous case, nevertheless, he decided to use it. The user manual clearly states not to use a device which is not fully functional and to mark it as nonfunctional and notify the zeiss service. Descriptions of changes: field g6: updated to "follow-up #: 1". Field h2: entered "device evaluation". Field h3: updated device evaluated by manufacturer? To "yes". Selected "evaluation summary attached". Field h6: updated type of investigation to "10". Updated investigation findings code to "213". Updated investigation conclusions code to "18" and "4310". Field h10: added additional manufacturer narrative and descriptions of changes.

Event description:
A healthcare professional (hcp) reported that during an epiretinal and internal limiting membrane peel procedure, the image through the opmi lumera microscope with the resight was blurred. This caused the patient to develop numerous unnecessary hemorrhages with retinal nerve fiber/ganglion cell deficits (which will likely result in scotomas) due to the lack of stereopsis from the microscope problem. Furthermore, the hcp reported that the patient had exposed macula to excess light due to prolonged case time. The hcp had to provide increased intraocular pressure (iop) on the eye which is not typically done during this procedure. At the time this report, the hcp reported that the patient has gas bubble due to which he has not been able to assess the patient's outcome.